Event description:
It was reported that a revision surgery was required due to the insert disassociating.

Manufacturer narrative:
The associated complaint device was returned for evaluation. Visual inspection of the returned insert showed deformation of the inferior surface, most likely due to contact with the tibial baseplate. This deformation was consistent with an insert that had become disassociated from or was never fully locked into the tibial baseplate. Deformation was present at the posterior lock region of the insert which is consistent with the insert not being fully locked. An accurate dimensional analysis was not able to be performed due to the damage of the device. A review of manufacturing records did not reveal any material or manufacturing deviations that could have contributed to this issue. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.